Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm, or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The active exhalation control module was replaced to address the issue.